Manufacturer narrative:
The subject product has been received and is still out for evaluation. A follow up report will be submitted upon completion of evaluation.

Event description:
Straight shots. Discovered during test fire. Rec'd 08/23/2005.